Manufacturer narrative:
Stenosis. Additional manufacturer narrative: the device was not returned to edwards as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), fibrosis or non-calcific degeneration. In this case, the device was not returned to edwards for analysis. The clinical statements cannot be confirmed and the root cause for stenosis of this device remains indeterminable. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a second device, 23mm bioprosthetic valve, was implanted into a 21mm bioprosthetic valve in the aortic position via valve-in-valve procedure. The reason for the procedure was surgical valve calcium, stenosis and degradation per pre-operative tee. The implant duration of the initial device was approximately ten (10) years and three (3) months. Percutaneous right femoral access was performed. Post procedure, there was no perivalvular leak or central aortic insufficiency. Tee gradient pre-operative was 36mmhg, and post-operative was 11mmhg. Patient was transferred into the cardiovascular ICU, intubated in stable condition. During the procedure, patient went into ventricular fibrillation x2 when the second device was being delivered. Patient was shocked and went back into normal sinus rhythm.